Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on; however, lines was observed on the lcd screen. Internal inspection isolated the failure to the lcd module.

Event description:
The customer reported that half of the display on the device was blank. No known impact or consequence to patient was reported.